Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received stated that a MRI may have caused a valve pressure jump. The results of a MRI indicated a valve pressure jump. The valve pressure was restored to the 1.5 position before the MRI at the doctor's suggestion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with an adjustable pressure shunt on (B)(6) 2012. In (B)(6) 2019, the patient developed symptoms of headache. At present, the patient was hospitalized. The patient had scheduled an MRI examination to confirm the ventricle, and contacted with neurosurgeon to prescribe a pressure measure.